Manufacturer narrative:
The insulin pump was received with no select, up or down arrow button response due to corroded keypad traces. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify stuck button alarm due to no button response. The insulin pump was received with scratched case, missing display window cover, end cap address label faded, peeling keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call to have received a stuck button alarm. Customer's blood glucose was 2 mmol/l. Customer treated with food for low blood glucose reading customer stated that she did not press the button for 3 minutes or longer, the insulin pump was not exposed to any change of altitude. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.